Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor abnormality was observed. First prime ended prematurely, lasting 24 pulses. After 34 total pulses across both priming sequences, the needle mechanism did not deploy, and the pod was subsequently deactivated. A rotational malfunction was replicated in a rerun. Damage was observed on the commutator cap. The damage on the commutator cap could not be conclusively determined to be the root cause of the rotational malfunctions and subsequent needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.